Event description:
As reported, operator experienced severe resistance at the sheath valve when trying to advance the device into sheath. A second complete device was opened and deployed successfully.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance while attempting to advance the bypass tube into the sheath hub. No buckling or bending of the bypass tubes occurred when met with resistance. The 18f manta and sheath were removed from the guidewire and a new 18f manta device and sheath were opened and deployed successfully. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.